Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had been leaking internally¿ was confirmed. During testing, it was observed that the pump was not functioning properly, the water was not circulating, and leaks were detected originating from the pump. During a detailed inspection, it was determined that the pump motor was rusted, which prevented the pump from working correctly. The probable cause was the pump was damaged. Further investigation revealed that the serial number label was blurry. The pump and serial number label were replaced, and the o-rings were also replaced as part of preventive maintenance measure. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump had been leaking internally¿; during device evaluation it was found the serial number label was blurry. There were no patient involvement or harm.